Event description:
It was reported that the patient has bilateral knee implants and has some pain in his left knee. The patient has experienced pain after playing golf and feeling it the next day. The patient has been having pain for the last three months.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6632-3-620, duracon universal b/p non-beaded, lot code: pudm; cat. No.: 6642-2-100, dura duration all poly pat med, lot code: 00089267; cat. No.: 6642-1-713, dura duration a/p tib med 13, lot code: 09423301. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a duracon baseplate was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patient has bilateral knee implants and has some pain in his left knee. The patient has experienced pain after playing golf and feeling it the next day. The patient has been having pain for the last three months.